Event description:
Reporter alleged obtaining discrepant blood glucose results of 57 mg/dl, 93 mg/dl and 107 mg/dl on the compact plus system 1 compared back to back with results of 396 mg/dl, 84 mg/dl and 116 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 20689241, expiration date 01/31/2010).